Manufacturer narrative:
Batch review performed on 10 august 2020: lot 1907768: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 10 august 2020: reverse shoulder system 04.01.0211 lat.glenosphere 39xø27 (k193175) lot 189947: (B)(4) items manufactured and released on 15-may-2019. Expiration date: 2024-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: same-day dislocation of a reverse shoulder arthroplasty. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events may be due to insufficient re-establishment of soft tissue tension after the operation or to accidental exaggerated movements performed by the patient when soft tissues are still sore post-surgery. No further conclusion can be drawn with the elements at hand.

Event description:
The patient had a primary surgery on the (B)(6) 2020. On the (B)(6) 2020 a revision surgery for unknown reason was necessary. On the (B)(6) 2020 (2 months after primary and 1 one after the first revision) the patient shoulder was revised again for dislocation of the glenosphere from the liner. The surgeon revised successfully the glenosphere, the liner and the methaphysis.